Event description:
It was reported that during stenting treatment procedure balloon rupture and partial stent deployment occurred. The target lesion was located in the bi-lateral iliac artery. The 7.0mm x 60mm x 135 mm express ld iliac / biliary stent was advanced to the target lesion. Upon inflation of the device in the right iliac artery, the balloon ruptured at 1-2 atmospheres. The stent was noted to be partially deployed on the proximal side. With the use of 100% contrast and advancing the sheath, the physician was able to partially inflate the balloon. The balloon was then removed and replaced with a non-bsc catheter to fully dilate the stent. The procedure was completed with this device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device noted no damage to the shaft of the device. The balloon showed evidence of being inflated. There was no damage noted to the distal tip of the device. The device was attached to an encore inflation unit and a positive pressure was applied when a leak was noted. A microscopic examination of the balloon material noted a tear adjacent to the distal markerband. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during stenting treatment procedure balloon rupture and partial stent deployment occurred. The target lesion was located in the bi-lateral iliac artery. The 7.0mm x 60mm x 135 mm express ld iliac / biliary stent was advanced to the target lesion. Upon inflation of the device in the right iliac artery, the balloon ruptured at 1-2 atmospheres. The stent was noted to be partially deployed on the proximal side. With the use of 100% contrast and advancing the sheath, the physician was able to partially inflate the balloon. The balloon was then removed and replaced with a non-bsc catheter to fully dilate the stent. The procedure was completed with this device and no patient complications were reported.

Manufacturer narrative:
(B)(4).